Manufacturer narrative:
The device was in use for treatment. The lead was actively implanted for approximately 13 years, 5 months. The lead was capped and abandoned, and was not returned for analysis. As a result, the allegations against this lead (low impedance) cannot be confirmed. No adverse patient effects were reported. A review of the device history record identifies one reject for foreign material. A review of the complaints for this lot number found no additional complaints. The manufacturing inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Although a root cause of this failure could not be determined, potential causes of this failure may be: improper assembly, components not made to specification, damaged coating on tip during implant, improper lead placement, fractured conductor filars, or adhesive present on electrodes. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, and lead may require a second procedure for repositioning or removal. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
The customer reported this lead was capped due to low impedance (< 200 ohms). The rep reported no noticeable insulation degradation, either visually or under x-ray examination. No adverse patient effects were reported. The lead was actively implanted for approximately 13 years, 5 months.